Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, the patient's pacemaker, right ventricular (rv) and right atrial (ra) leads exhibited noise oversensing. Programming changes were made to the pacemaker, rv lead and ra lead to address the issue. The patient was in stable condition.